Manufacturer narrative:
The instruments in the cycle subject of the event were reprocessed prior to use. A steris service technician arrived onsite following the reported event to inspect the v-pro max sterilizer; however, facility personnel were unable to identify which of the two units on site was subject of the reported event. The technician confirmed both units were found to be operating properly. No issues with the function or operation of the sterilizers was identified and the sterilizers were returned to service. The employee subject of the event was not wearing proper ppe, specifically gloves as stated in the operator manual. The v-pro max sterilizer operator manual states (pp. 6-14), "ansi/aami st58, 2013, recommends using chemical-resistant gloves when using the sterilization unit." The operator manual (1-2) further states, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment." Additionally, user facility personnel should ensure all instruments are properly dry prior to placement in the v-pro max sterilizer. The v-pro max operator manual, (a-1) states, "dry all items thoroughly. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion and/or a cycle abort occurs. Only dry items are to be placed in sterilization unit." The technician counseled facility personnel on the importance of wearing proper ppe, specifically gloves while operating their v-pro max sterilizer and properly drying instruments. No additional issues have been reported.

Event description:
The user facility reported that an employee experienced a burn while handling items that were processed in a v-pro max sterilizer. Medical treatment was sought, but the user facility did not disclose if any treatment was administered.